Event description:
A caller reported that the cartridge disconnected from the infusion set at the t:lock connector while sleeping. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer went to the emergency room and resolved elevated bg level by changing pump supplies. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.